Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, customer informed technical support engineer (tse) that error c-34 occurred on vio dv integrated electrosurgical unit (iesu) multiple times. Tse had customer restart vio dv iesu and connect the power cord directly to the power outlet, but the issue was not resolved. Customer used an external esu (ft10) to continue with the procedure. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. Vio dv iesu initially powered on without errors. The customer was able to use ft10 esu to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) has received the replaced product for failure analysis and the reported failure (error c-34 on start) was confirmed and reproduced. C-34/c-00 errors in error log. The unit was place on an in-house system and was run in normal mode. The unit has no significant scratches or dents and the front bezel is not cracked. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.